Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular pacing lead experienced a lead warning for high impedance. The polarization was changed to unipolar and a lead fracture was visualized on x-ray. "A new lead was added" to replace the fractured lead. No patient complications were reported as a result of this event.